Event description:
It was reported that during the procedure, the proximal segment of the subject stent twisted during deployment. The physician removed it from the patient, and the procedure was completed successfully without any clinical consequences for the patient. No further information is available.

Manufacturer narrative:
G4 PMA/510(k - corrected. D4 gtin - corrected. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the subject stent was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported code stent improperly deployed.

Event description:
It was reported that during the procedure, the proximal segment of the subject stent twisted during deployment. The physician removed it from the patient, and the procedure was completed successfully without any clinical consequences for the patient. No further information is available.